Event description:
The reporter indicated that a patient is experiencing high vault and refractive surprise after implantable collamer lens implantation in the left eye (os).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5: on (B)(6) 2023, the lens was exchanged for the same model/shorter length lens and the problem was resolved. Reportedly "the vaulting will be measured at the monthly checkup on (B)(6). All fine. Patient is happy". The reporter indicated the cause of the event is unknown. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no additional similar complaint type events within associated lots was found. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - type of investigation code: 10- device evaluation: the lens was returned dry inside injector with residue/debris on product. Visual inspection found optic deformed and haptic deformed/stretched out. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- " the reporter indicated that the surgeon implanted a 13.2mm vtich 13.2 implantable collamer lens of diopter -+6.5/-1.5/84 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced an excessive vault and refractive surprise. The lens remains implanted. Reportedly "control was scheduled for (B)(6). Patient did not come for the check up". " corrected data: d9- lens was not returned to manufacturer. Claim# (B)(4).